Manufacturer narrative:
Date received by manufacturer: 10jul2019. Report date: 14oct2019. Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported and error code 1102, primary alarm failure. There was no patient involvement.